Event description:
It was reported that the patient had received her shot from her doctor approximately one month prior to the report, and he hit the stimulator during the procedure and "it zapped her really really good" and since then she had noticed changes in the stimulation. The patient did not get any coverage in the left leg, but only in the right leg. The reason she received implant was to help with the pain in the left leg due to crps (complex regional pain syndrome). She had adjusted the programs she had, but could only increase or decrease and couldn't adjust the location. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger (B)(4).